Manufacturer narrative:
Reported event of stent broken. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician attempted to deploy the distal flange of the axios stent, but the physician did not feel the distal flange deploy. The physician removed the delivery system from the scope, and it was noted that the distal flange of the stent had broken off and had fallen into the patient's stomach. The proximal flange of the stent did not deploy and remained within the delivery catheter. The detached distal flange of the stent was removed from the patient with forceps, and the procedure was successfully completed with two other hot axios stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.